Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patients lead had migrated out of the epidural space and move underneath the skin, causing stabbing sensation whenever the stimulator was turned on. The patient underwent a lead replacement procedure and was doing well postoperatively.